Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (could not complete testing) was confirmed. Upon eval, the trunk cable was missing and the cable connecting ECG electrodes a and b was pulled from the strain relief. The cause of the inability to complete testing is the damaged cables and internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.